Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements on the right ventricular (rv) lead, measuring greater than 125 ohms. Boston scientific technical services (ts) recommended that all shock vector impedances be evaluated. It was also noted that they believed it was physiologic and the physician can continue to monitor. This ICD system remains in service. No adverse patient effects were reported.